Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, missing reservoir tube o-ring, broken reservoir tube lip, cracked case behind the pump near the battery tube compartment, cracked battery tube threads and serial number label missing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The plastic ring around the reservoir compartment fell off about a week ago. The insulin pump also had a crack around the reservoir. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.